Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported one false negative sars result for one patient. Unknown whether patient was symptomatic. The customer communicated the result was confirmed by alternate testing method (method not provided). Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.